Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
Additional information: (B)(6) and e1: (event site telephone: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of power up etf 12. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found customer reported that when machine turned on, etf 12 message displayed. Replaced front end board, installed software, and calibrated machine. A full pm was also due and performed. Machine passes all tests and was returned to clinical use.

Event description:
It was reported that when machine turned on, the cardiosave intra-aortic balloon pump (iabp) had a power up etf 12 error. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up etf 12 error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.